Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flowmeter. The device was evaluated upon receipt. Failed flowmeter. Replaced flowmeter. The flowmeter connection on the I/o circuit card is cracked. A photo of the cracked connection was attached by the service technician. Unit has a cracked shell. A photo of the cracked shell was attached by the service technician. A 2000-hour pm was completed on the device. Replaced rim right panel. Replaced input and output circuit card. As part of the pm, serviced the circulation and mixing pumps, replaced the heater, manifold o-rings, evaporator outlet tube, double bend tube, and coin cell. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for low flow expected value was 2300 and actual was approximately 1600. Per wo notes, quote for assessment and a loaner. Per additional information received via ttm on (B)(6) 2026, biomed had device giving calibration error 3 (prewarm nominal flow error). Per sample evaluation results received via task on (B)(6) 2026, it was reported that the flowmeter connection on the input and output circuit card was cracked.